Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported during initial use of the device the ac power does not work, prompting it to start using the backup battery. The customer reported there was no patient involvement.